Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, customer stated that the field service engineer was on site and helped to resolve the issue. Good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss) and the tss manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server request was made to run a report as the controlled substance logistics station was not working and exhibited a white screen. The customer tried to reboot, but issue was not resolved. However, there were no delays, adverse events or injuries reported based on this event.